Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned catheter noted blood and contrast visible on the shaft, blood visible in the guide wire lumen and blood on the hub, which is consistent with handling and suggests that the device was loaded onto a guide wire and into the patient. There was contrast visible in the inflation lumen and the balloon was loosely folded, suggesting that the device was prepared for use and pressurized during the procedure. The analysis revealed that the balloon was twisted proximal to the distal marker, for a length of 6mm. The inner member was found to be torn and folded over itself, 3.5cm proximal to the proximal seal. A new indeflator was used in an attempt to inflate the balloon, but fluid was observed exiting the tip through the tear in the guide wire lumen. Further testing was performed to plug the guide wire exit notch and clamp the tip of the catheter in order to pressurize the balloon. The balloon was able to inflate to rated burst pressure (rbp) with no anomalies noted, which is inconsistent with the reported information that the balloon ruptured. Based on the analysis of the returned product, the reported balloon rupture appears to be related to the tear found in the inner member and was likely perceived as a balloon rupture. In this case, since there was no report of any damage observed during inspection prior to use and the balloon was initially pressurized twice without incident, this suggests that the damage to the shaft and balloon occurred during or after the procedure. It is possible that the catheter was torqued at some point during the procedure such that the inner member and balloon material became twisted. As a result, this likely caused the inner member to tear and leak upon a third inflation attempt. Based on the information received and the analysis of the returned product, the reported difficulty and noted damage appears to be related to operational context of the device and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to the reported event. A query of the complaint-handling database did not reveal any similar incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify product quality.

Event description:
It was reported that the procedure was to treat a chronic total occlusion lesion in the mid left anterior descending artery with heavy tortuosity and heavy calcification. A 1.2 x 6 mini trek was used for pre-dilatation, and then a 2.0 x 15 mini trek was used for further dilatation. Three inflations were made at 14 atmospheres, for 30 seconds each; however, during the third inflation, the balloon ruptured. A 2.25 x 20 trek was then attempted to be advanced, but the device would not cross the lesion; therefore, a 2.25 x 15 trek was used to complete pre-dilatation. A xience stent was placed and the procedure was successfully completed. There were no adverse patient effects reported. No additional information was provided.